Event description:
It was reported that prior to an unknown procedure, during the check, the generator showed error #258 (pre run attachment). No patient consequences were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled and the acoustic isolator was found to be torn. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing.